Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient exhibited atrio ventricular block at 90 beats per minute with aai pacing. The right ventricular (rv) lead had experienced high thresholds shortly after implant. Intermittent and no capture were noted at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.